Event description:
Report received of an independent rate change. The pump was programmed to deliver insulin at a rate of 2ml/hr with a 100ml volume to be infused (vtbi). The pump was running on battery power when a battery failure occurred. The pump was then plugged into ac power at which time the delivery rate reportedly changed to 73ml/hr. It was unk how long the insulin infused to the pt at a rate of 73ml/hr. The pt was monitored for an unspecified length of time after the event, but did not experience any adverse effects. Though requested, there was no further info available.